Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a rotalink advancer connected to a rotalink burr catheter along with a wire stuck in the device. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The wire was removed from the advancer and the advancer knob was able to move freely and had no issues. The wire was not able to be removed from the burr catheter due to the damage of the burr catheter and the kinked wire. The sheath has excessive wear and is torn at the strain relief. The sheath is kinked in numerous locations. The coil is stretched at the handshake connection and along the entire length of the coil. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rota wire. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07165. Reportable based on device analysis completed on 17-jul-2018. It was reported that the advancer knob does not have smooth movement and the handshake connection was damaged. Vascular access was obtained through the right femoral artery. The 3x24mm, concentric, denovo, 80% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery (lcx). A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, after system setup, it was noted that the advancer knob was unable to move freely. Then, the physician checked the drip and found it was fine; however, the advancer knob still did not move. Consequently, the physician removed the catheter and advancer knob by pressing the connector latch to check the alignment of the catheter and advancer driveshaft. It was further noted that the snap interlock portion was damaged. The physician removed the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, device analysis revealed that the wire was not able to be removed from the burr catheter and the sheath has excessive wear and is torn at the strain relief.